Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted. It was then reported the patient required a transesophageal echocardiography (tee) on (B)(6) 2024. Tee revealed device associated thrombus, near the coumadin ridge, measuring 1.9cm x 0.82cm. It was reported the patient was administered eliquis and aspirin. The patient status was reported stable and recovering at home.

Manufacturer narrative:
An event of thrombus near the coumadin ridge after two months of amulet device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Images provided by field were reviewed. Procedure tee images showed laa anatomy that was multilobed with a lot of distal pectinate muscles. The device was implanted deep on the pv side with the disc below the ridge. There was a small shoulder on the mitral side in the 50, 90 and 135 degree images. In follow-up tee images, device appeared in the same position as implant. Images confirmed the presence of drt on the area of the disc below the pv ridge. Based on the information received, the cause of the reported thrombus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6) - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted. It was then reported the patient required a transesophageal echocardiography (tee) on (B)(6) 2024. Tee revealed device associated thrombus, near the coumadin ridge, measuring 1.9cm x 0.82cm. It was reported the patient was administered eliquis and aspirin. The patient status was reported stable and recovering at home.